Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Currents are within specification, no unexpected failed battery and numbers do not ramp up on its own or scroll bar moving with no input. The low reservoir alarm works properly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 193 mg/dl. The customer stated push the up button and afer the number kept going on it's own. Customer does not remember any significant events leading to keypad issue. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported the failed battery test. The customer was advised to insert new aaa alkaline battery. Customer did not received failed battery test. The customer was advise to monitor the device.